Event description:
Customer reported that a pt's sample was antibody screen negative with 8ss334. Following immediate spin crossmatch two compatible units were transfused. The pt experienced chest pains with second unit. Customer believes pt has an antibody to a low incidence antigen.